Manufacturer narrative:
(B)(4).

Event description:
It was reported that the e360 ventilator was not functioning. Patient involvement information was not provided by the customer. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.